Event description:
A patient reports their controller stopped working as the battery will no longer hold a charge. In addition the patient reports, "the controller charging port looked brown, like rust." This could indicate a thermal event.

Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned that the controller died and would not turn on and that the charging port looked like rust. The controller was received with evidence of thermal exposure on the charging port. This damage contributed to the reported event of the controller dying and being unable to be charged or turned back on. The observed thermal issue is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required.

Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned that the controller died and would not turn on and that the charging port looked like rust. The controller was received with evidence of thermal exposure on the charging port. This damage contributed to the reported event of the controller dying and being unable to be charged or turned back on. The observed thermal issue is currently under the referenced CAPA investigation, and has been verified by the returned device. No further post market lab investigation evaluation is required.

Event description:
A patient reports their controller stopped working as the battery will no longer hold a charge. In addition the patient reports, "the controller charging port looked brown, like rust." This could indicate a thermal event.